Event description:
The caller reported that there was a patient that had a collar separate from the tube. The caller thinks re-intubation was necessary. The caller did not know what tracheostomy tube the patient is currently using, how often the tracheostomy tubes are changed, or if patient is on a ventilator. The caller does not know how long the tracheostomy tube was used or any other information on the patient.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.